Event description:
It was reported that the implantable pacemaker recorded a ventricular tachycardia (vt) episode. The electrograms (egms) show atrial fibrillation (af) with ventricular conduction at 154 beats per minute (bpm). The intermittent atrial undersensing resulting in incorrect detection of vt. It was also noted there has been a gradual increase of pacing impedance over the past year, all within range. Additional information advised this was not clearly defined functional undersensing, therefore review of atrial sensitivity programming was recommended to ensure appropriate rhythm detection. The device and this right atrial (ra) lead remain in service. No adverse patient effects were reported.